Event description:
Per contact, three ligators were used on one pt during hemorrhoidal ligation procedure. The bands would not fire and when they did there was a delay. Pt was bleeding and sent home and will return for another procedure.